Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2017 due to low blood glucose. Customer's blood glucose was over 20 mg/dl and customer passed out. It was reported that customer suffered from hypoglycemia. Customer was treated with glucose shots. Customer declined going to the hospital. Troubleshooting was performed and insulin pump passed displacement test. Customer was advised to monitor insulin pump.

Manufacturer narrative:
The customer stated that they have hypoglycemia unawareness and have low blood glucose, on and off. The customer did not know what the cause of the low blood glucose incident was on (B)(6) 2017. The customer stated that she recently changed the basal rates; instead of decreasing she increased. Also, the customer stated that they have a lot of different health issues. Displacement test was performed and the pump passed. The customer stated that they will discuss the possible causes of low blood glucose with their doctor. The insulin pump remains in use. As of (B)(6) 2017 there have been no further complaints recorded by the customer against this device.